Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6)2016, product type: lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) was remo ved due to infection. There were no environmental/external/patient factors that may have led to the event and diagnostics performed included an MRI. Interventions/actions taken included antibiotics and it was unknown if the issue resolved. The ins was indicated for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.